Manufacturer narrative:
The device was tested at the lares service depot and no problems were identified.

Event description:
Dr. Sent handpiece in for service with a note that the bur had come out during a procedure. The bur was retrieved and no injury was reported.